Manufacturer narrative:
New information: mentor received additional information indicating the product code is 3507400bc and the lot number is 267897. The additional information also indicates that the patient is caucasian and also experienced bilateral capsular contracture with baker grade iii. Device evaluation summary: it was reported that a 57 year old caucasian female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 400cc and experienced a rupture on the right breast implant and bilateral capsular contracture with baker grade iii. The rupture was diagnosed during physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3504251bc, 425cc, s/n (B)(4) (l) and catalog # 3504501bc, 450cc, s/n (B)(4) (r) on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2019-08785 for contralateral prosthesis. The device was returned to mentor with gel that appeared to be clear. No foreign material was observed within the device or on the shell surface. Upon initial inspection the device was severely rented within shell abrasion at the edge. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 267897 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a gel mentor breast implant of unknown type and experienced a rupture on the right breast implant. The rupture was diagnosed during physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant gel implants, catalog # 3504251bc, 425cc, s/n: (B)(4) (l) and catalog # 3504501bc, 450cc, s/n: (B)(4) (r) on (B)(6) 2018.